Event description:
It was reported that this was a venous closure of the right common femoral vein using the pre-close technique via a 8f sheath hole prior to an ablation procedure. Reportedly, the prostyle device was deployed; however, when the plunger was pushed in for step 2, the device pulled back when the needles hit the feet. The device was removed with a missing foot noted. As the device had pulled back seemingly out of the vessel, it is thought the detached foot is in the subcutaneous tissue. Another prostyle device successfully pre-placed a suture. The ablation procedure was completed. Hemostasis was achieved with the pre-placed prostyle suture. The patient was monitored for any issues with none noted. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined it is possible the device was mal positioned leading to the foot break when the plunger was pushed, however, the patient mass with could both contribute to the device backing out and the foot break. The reported patient effect of foreign body in patient is listed in the perclose prostyle instructions for use as a known patient effect of use with suture mediated closure device procedures. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D9 correction: device available for evaluation updated from yes to no.